Event description:
Medtronic received information via literature regarding a case involving a patient that underwent a right lower lobectomy with atypical resection of the upper right lobe due to adenocarcinoma in may 2023. Postoperative complications led to subsequent hospitalization for fever and dyspnea. Computed tomography (CT) imaging revealed bronchopleural fistula at the resection site necessitating an urgent pneumonectomy. One month later, a further intervention was scheduled to close the bronchopleural fistula using an omental patch. However, the patient developed acute respiratory distress syndrome (ards) due to pneumonia, requiring mechanical ventilation and antibiotics. The decision was made to start veno-venous extracorporeal membrane oxygenation (v-v ECMO) to support the patient during the positioning of a stent in the bronchopleural fistula. ECMO was performed with a 23 fr/55 cm peripheral cannula in the left femoral vein and with a 25 fr/38 cm multihole venous cannula in the right femoral vein. Since the beginning of ECMO support, issues with venous drainage thus restricting ECMO flow below 1.8 l/min with negative pressure exceeding -60 mm hg had persisted for a suspected retroperitoneal hematoma associated with femoral cannulation. Consequently, it was not possible to administer continuous anticoagulation. In the initial 24 hours, thromboelastography (teg) alteration necessitated procoagulant infusion (2 grams fibrinogen and 2000 iu human prothrombin complex). A gradual improvement in coagulation parameters was noted following the administration of 2 units of fresh frozen plasma (ffp) and 4 units of red blood cells (rbc). On second day of ECMO, the procedure was carried out successfully. Over the next 48 hours, the ECMO flow remained consistently low (max = 1.0 l/min) and due to persistent anemia and guided by laboratory test and teg results, the patient received 5 units rbc transfusions and additional procoagulant factor (1 gram fibrinogen and 2000 iu human prothrombin complex). Heparin was not administered due to the clinical condition. These interventions preceded the weaning from ECMO on the fifth day. The nautilus oxygenator was used during ECMO. It was stated that the device was able to provide an adequate performance.

Manufacturer narrative:
Literature citation: authors: mauro renghini, debora maddinelli, anna papeo, carmine puglia, andrea montisci, sergio cattaneo, and stefano benussi journal name: asaio journal year: 2025 issue number: 71 title of article: evaluation of the nautilus smart extracorporeal membrane oxygenation in patients with hemostatic alteration: a case series literature reference: 10.1097/mat.0000000000002252. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.